Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso (B)(4)  and eo residual levels in compliance with iso (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicty per iso (B)(4) and sterility per iso (B)(4) prior to release.

Event description:
It was reported that after wearing the pod on the hip/buttocks area longer than 48 hours, the site was itchy, swollen, irritated and red with blisters around. The patient visited the dermatologist who prescribed a medication (name unspecified) to treat the affected area.

Manufacturer narrative:
The received device had the cannula assembly deployed. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. No evidence was found that would result in skin irritation occurring at the infusion site; a root cause for the reported event could not be determined. Cracks were observed in the top housing, although it could not be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.